Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
On 03/18/2025, intuitive surgical, inc. (Isi) received user facility report stating: robotic prograsp arm wire broke.